Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer called the technical support engineer (tse) and stated that arm 4 encountered an error and was disabled. The tse reviewed the error logs and found multiple errors pointing to universal surgical manipulator (usm) 4. The tse walked the customer through a hard power cycle on the patient side cart (psc). The system powered back on with another recoverable error, 1007, on usm 4. The customer was able to recover the error and continue as planned. The site called back and said the error came back. They were only doing a three-arm procedure. Therefore, they undocked and disabled usm 4 and redocked using usm 1 instead. The site was proceeding with usm 4 disabled. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc (isi) has received the universal surgical manipulator (usm); however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform a failure analysis. The usm was analyzed, and the reported failure was confirmed, but not replicated. The usm was tested on an in-house system in normal mode without any errors. The usm was also tested on a patient-side cart fixture test platform where all related tests passed. After a further investigation, contamination was not found on the usm. Log review confirmed error 1007, pointing to a communication issue.